Event description:
It was reported that after sterilization it was observed that the o-ring came out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that after sterilization it was observed that the o-ring came out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.